Event description:
A mother contacted support indicating that her minor daughter experienced a tampon unraveling during removal. The tampon was in place for less than 4 hrs and was dry upon removal due to light flow. The absorbency used during the event was unknown, and the drawer from which the tampon was drawn by the user had a mix of multiple brands in it. The user was taken to a gynecologist where the remaining fibers were removed from her vagina. After a follow-up appointment with the gynecologist the user was prescribed two courses of two different antibiotics, type and route of administration were not specified.